Manufacturer narrative:
H6 medical device problem code a12 was removed and medical device problem code a0708 was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant report that a patient had an impella cp implanted and was changed to an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The automated impella controller (aic) was being used while connected to a power outlet via the power cable. However, it unexpectedly switched to battery operation, and it was noticed that external power was no longer being supplied. The issue was resolved by exchanging the power cable with that of another aic (ic8894). Subsequently, damage was identified on the wall-outlet side of the power cable. Additional information was received. No photographs are available, as the aic has already been returned to japan headquarters. The wire inside the plastic portion of the plug that connects to the wall outlet had been severed. The aic unit itself was not replaced. A report from medical engineering stated that sparks occurred near the power cable plug (wall side) while the aic and its connection cable were in use. Damage was confirmed to the cable inside the transparent plastic cover near the power cable plug (wall side). The power cable used was the same one used during the first impella cp procedure. The control device has arrived at the office. The logs were collected and uploaded. I t was noticed that the seal was peeled off and that the hospital has done an emergency repair on the cable. Photos were taken. The patient's outcome at explant was noted to be survived and no patient harm was noted.